Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarms (alarm 1) occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that a resume pump alarm occurred. Customer declined troubleshooting with tandem technical support. There was no reported impact to customer¿s blood glucose.